Event description:
It was reported that one month after the operation, the patient reported blurred vision and dizziness, and the doctor recommended another month of observation. The patient returned for another visit and said his symptoms had not improved. The doctor called to inform him that after discussion, the doctor decided to remove zfr00v and change it to zcb00. Hence the lens was explanted in secondary surgical procedure. No further information available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section e1: initial reporter first & last name: information unknown/not provided. Section e1: email address: unknown/not provided. Section e1: telephone number: unknown, information not provided. Section h3-other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 07 nov 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was cut and coated in viscoelastic residue; a haptic was observed to be detached. The lens was cleaned and inspected revealing the lens was scratched. No further evaluation was performed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. The manufacturing records review for this production order (po) shows that the units were released within specification. No nc/ER was found as part of this manufacturing records review. For complaint history review, a search of complaints related to this production order (po) was performed in the system. The search revealed that no other complaints were received for this po. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.